Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia with a sensor-reported glucose of 290 mg/dl and a confirmatory fingerstick of 318 mg/dl, with no identified precipitating factors, no observed infusion set or supply issues, and no device alerts indicating stopped dosing. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and user education, including verification of fingerstick glucose and inspection for infusion or supply changes. Investigation of this case revealed no device malfunction reported by the user and no observed infusion set abnormalities, with the cause of hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.